Event description:
The user facility reported the following: "performing spinal anesthesia on a pt two attempts at advancement of needle resistance was felt. On third attempt to advance needle, approx 1/2 inch of distal end of needle broke off. Unable to remove fragment in peri-spinous muscle. Scheduled procedure was completed without further incident."